Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp high pressure alarm is not able to be confirmed. No part has been returned to teleflex chelmsford for investigation. A teleflex field service agent has serviced the pump and traced the issue to the front-end board, and the repair is pending customer authorization. If the part is returned at a later date, an investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the issue was encountered during product training of the ac3. It was noted that once the machine was turned on and set up on simulator and test load, the intra-aortic balloon pump (iabp) would alarm. The balloon volume waveform would last 2-3 beats and then register high pressure alarm then go to standby. It was noted that the test load balloon did not fully deflate once the machine was off. Reboot of the machine was attempted however the same alarms continued to occur. The pump has been removed from service. There was no report of patient involvement or clinical consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the issue was encountered during product training of the ac3. It was noted that once the machine was turned on and set up on simulator and test load, the intra-aortic balloon pump (iabp) would alarm. The balloon volume waveform would last 2-3 beats and then register high pressure alarm then go to standby. It was noted that the test load balloon did not fully deflate once the machine was off. Reboot of the machine was attempted however the same alarms continued to occur. The pump has been removed from service. There was no report of patient involvement or clinical consequence.